Event description:
I am an animas ping insulin pump user for close to 5 years now, and a type 1 diabetic for 34+ years. I have experienced problems with the animas contact detach tubing sets, made by unomedical, that I use with my animas ping. The same problem happened 3 times in (B)(6) 2 tomes in (B)(6) 2014, and the 6th time happened this morning ((B)(6) 2014). Essentially, the pump tubing falls apart where it is not supposed to come apart - at the junction of the tubing and the connector piece, which some pts including me call a "trident". Although this tubing set name is the "contact detach", the place where it is coming apart is not a place where it is supposed to do so. This is a photo of the problem when I first experienced it, that I posted to (B)(6), and heard from several others animas users who have had the same problem: (B)(6). I have experienced numerous extremely high blood sugars as a result of several of these tubing failures, when I did not know that it had come apart and went for several hours without insulin infusion, including boluses for food in addition to basal insulin. As a result of the high blood sugars, I experience effects such as thirst, lethargy, sleepiness, nausea, dry mouth, and mental fogginess. With one of the incidents in (B)(6) 2014, I also had ketones along with the high blood sugar. It takes several hours of discomfort for correction boluses of insulin to reverse the high blood sugar and its effects, and that is once the pump tubing failure has been discovered and the tubing replaced. I would think that animas would be concerned for user safety, but I have not gotten a satisfactory response from the animas customer service/technical support other than replacing the tubing sets and advising me to be careful. I just noticed that medtronic minimed released a safety warning in september for its users of the same type of tubing that I use from animas, about the same type of problem that's happened to me. See http://www.medtornicdiabetes.com/customer-support/product-and-service-updates for the warning from medtronic. Shouldn't animas issue the same type of safety warning that medtronic has, for the contact detach and any other pump tubing that may be having the same safety problems? This is a serious, and potentially dangerous problem that affects not only my diabetes management, health, quality of life, and productivity, but also the many others using the same medical devices. Here are 2 more photos from this morning of the tubing that fell apart: (B)(6).